Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system computer became unresponsive, keyboard and mouse were not responding. A system re-boot restored normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement computer shipped to site 01/14/2015. No parts have been returned to manufacturer for analysis. (B)(6) 2015, a medtronic representative performed a navigation system check-out, hardware & instruments areas passed. System became unresponsive in both fusion ent and synergy spine. Issue resolved with computer replacement and full software re-installation.

Manufacturer narrative:
(B)(4). Suspect computer was returned for analysis. Unable to recreate allegation of "slowness". Computer functioned properly during all stages of testing. Suspect another component plugged into computer may have caused event. No subsequent related issues have been reported since the computer was replaced in the system.